Event description:
Bsc utilizes a fixed upper control of 0.5% for reported incidents of this type. The observed frequency of reported incidents for this device has been 0.06% for the twelve month period that ended in sept. 2004.

Event description:
A vaxcel mini port was placed for the infusion of therapeutic medication. Three weeks later, during chemotherapy, the pt complained of tenderness and swollen arm. Under fluoroscopy, it was noted that the catheter of the port was found to be broken approx two inches from the hub. The port was found floating in the pulmonary artery. The physician was able to snare out the floating port and a new port will be implanted.